Event description:
A surgeon reported lasik flaps were sticky and difficult to lift, upper part seemed to be unevenly cut and horizontal lines appeared on flap. Suction loss was also reported. Case was noted to have been completed. Further details have been requested. This is the second of two reports, and will reference the pt¿s right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).